Event description:
Md to place central line but after opening sterile package, found 16 fr. Triple lumen catheter to be defective, not lying flat but twisted, central line kit, excluding syringes, was removed and preserved.